Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; one other complaint has been reported from this lot, however, it is not of a similar nature. The may 2007 15-month trapazoid rx lithotripter product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. Although the root cause of the event cannot be determined, the reported lot number indicates that this device was used after the expiration date. A CAPA for tip issues is in progress.

Event description:
It was reported to boston scientific corporation in 2007, that during a stone removal procedure in the pancreas using a trapezoid rx lithotripter (pt age and gender unknown), "the basket tip did not disengage and remained wedged". The physician "managed to disunite the device from the calculus by cutting the handle off the basket". A different, unknown, device was used to successfully complete the procedure. The pt did not sustain any complications or ill effects due to this issue.